Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient called stating that the drain line on the cassette had a cut on the line. The patient advised that the line was leaking solutions. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) clarified the patient discovered fluid leaking from the cassette itself after treatment was completed as the patient opened the cassette door and was removing the cassette. Despite the fluid discovered, the pdrn confirmed that no fluid leak was experienced during treatment. The pdrn stated the cassette appeared to have a cut but did not specify the exact location. Per pdrn it was unknown why the patient originally reported a cut on the drain line as the patient had provided a different story when the patient was in the clinic. No fluid was observed on top of the cart. The pdrn stated the set up was checked before and after treatment each day and the connections were secure, dry and not leaking. The cause of the cut and subsequent leak was unknown. The pdrn stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using the cycler to complete treatment the following evening without further issue. The pdrn stated the cycler set used was no longer available for return to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient called stating that the drain line on the cassette had a cut on the line. The patient advised that the line was leaking solutions. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) clarified the patient discovered fluid leaking from the cassette itself after treatment was completed as the patient opened the cassette door and was removing the cassette. Despite the fluid discovered, the pdrn confirmed that no fluid leak was experienced during treatment. The pdrn stated the cassette appeared to have a cut but did not specify the exact location. Per pdrn it was unknown why the patient originally reported a cut on the drain line as the patient had provided a different story when the patient was in the clinic. No fluid was observed on top of the cart. The pdrn stated the set up was checked before and after treatment each day and the connections were secure, dry and not leaking. The cause of the cut and subsequent leak was unknown. The pdrn stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using the cycler to complete treatment the following evening without further issue. The pdrn stated the cycler set used was no longer available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient called stating that the drain line on the cassette had a cut on the line. The patient advised that the line was leaking solutions. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) clarified the patient discovered fluid leaking from the cassette itself after treatment was completed as the patient opened the cassette door and was removing the cassette. Despite the fluid discovered, the pdrn confirmed that no fluid leak was experienced during treatment. The pdrn stated the cassette appeared to have a cut but did not specify the exact location. Per pdrn it was unknown why the patient originally reported a cut on the drain line as the patient had provided a different story when the patient was in the clinic. No fluid was observed on top of the cart. The pdrn stated the set up was checked before and after treatment each day and the connections were secure, dry and not leaking. The cause of the cut and subsequent leak was unknown. The pdrn stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using the cycler to complete treatment the following evening without further issue. The pdrn stated the cycler set used was no longer available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h1.